Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that injection tubing or a silicone rubber product was damaged and debris entered the air/water channel, clogging the nozzle. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may have helped detect or prevent the foreign material clogging the air/water channel: "inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the blockage present in the air/water channel, which occurred in reprocessing as a result of user handling. The black rubber material in the nozzle did not originate from the olympus endoscope. In addition, it was also found the water/air volume and water removal is out of standard, aspiration housing and air/water housing colored ring worn, bending manipulation and insertion tube defect and the electrical safety test is not to specification. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported air/water leakage with the evis lucera elite gastrointestinal videoscope to olympus. Upon inspection and testing of the customer returned device, it was observed that black rubber material was protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.